Event description:
Patient was noted to have a reddened area on her l corsid which is about 1-1/2" diam. & looks weepy and moist. Pt apparently unaware of its existence. Cause unknown. There are two small 1/2" diam. Bruises just above red area on armdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.